Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) had to be removed (from the patient's eye) because the surgeon noticed it was scratched. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 11/18/2016. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection using a 10x microscope magnification showed fibers/particles on the lens related to the handling the lens in a non-sterile environment. Residues of viscoelastic solution were also observed on the lens indicating that the unit was handled and prepare for surgical use. The lens was returned cut in two pieces. Scratches were also observed on the lens. The customer's reported complaint was verified. All pertinent information available to abbott medical optics has been submitted.